Manufacturer narrative:
Additional information: the patient is doing well and the reaction is gone after the 2nd medtrol dose plus hydralazine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a venaseal occluding device, to treat several segments in the great saphenous vein (gsv), short saphenous vein (ssv) and anterior lateral accessory vein (alav). IFU was followed during preparation, procedure and post procedure. No guide wire was used for insertion of the catheter. The total venaseal volume was utilised for both legs, was about 3-3.5cc. It was reported that patient developed a reaction about five days post procedure, and was started on benadryl medication, which was not effective therefore, medrol dose pack was taken. This helped alleviate the localised reaction. Three days later, patient broke out in hives systematically. Patient then presented to ER and was placed on another dose pack which resolved the hives.